Manufacturer narrative:
Date of event: reported as last week of (B)(6) 2017. (B)(4). It was reported that a mynxgrip vascular closure device (vcd) was deployed, yet the advancer tube was not exposed/missing. Manual compression was applied for 20 minutes to achieve hemostasis. Additional information was requested but is unknown at this time. The product was not returned for analysis. Review of lot f1708201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was deployed, yet the advancer tube was not exposed/missing. It was noted that this occurred two different times with the same lot number and two different patients. This is report 1 of 2. Manual compression was applied for 20 minutes to achieve hemostasis. The device will not be returned for analysis. Additional information was requested but was unknown.